Manufacturer narrative:
Manufactured in the u.s., but not marketed. Product evaluation found lens returned in liquid in the lens container. Visual inspection found optic torn/split and haptic torn/broken/bent/deformed, and foreign material on lens surface. No similar complaints were reported for units within the same lot. (B)(4).

Event description:
The surgeon attempted to insert a 13.7mm vticmo13.7 implantable collamer lens with a -10.50/+4.5/075 diopter in the patient's left eye (os) and the lens tore/broke before injection in the eye. Lens was not implanted. No patient contact.